Event description:
The monitor in room [redacted] doesn't work properly for about a month now. Monitor doesn't show electrocardiogram (ECG) in the room. We cannot populate vs [vital signs] to cerner, except for hr [heart rate]. Monitor tech also cannot see vs on the nursing station. Biomed was contacted several times with no result.